Event description:
It was reported that during the implant attempt the lead could not pass through the curve part of the vein and was found to be too hard. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) -the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.